Event description:
It was reported that during preparation of the device the stent came off with the stylet. The veriflex (mr) us 12mm 3.5 stent was being unpacked and when pulling the catheter out of the hoop and removing the stylet wire the stent came off with the stylet. Completed with another of the same device. At the time there was no patient involvement.

Manufacturer narrative:
(B)(4).device evaluated by manufacturer: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is considered handling damage as the event occurred prior to patient contact.(B)(4).